Event description:
A male with little tortuosity and calcification underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. Over time the right iliac leg graft separated from the main body. The physician then placed another iliac leg graft as a bridge in 2008 to successfully resolve the endoleak. Pt is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, labels, precautions, and the correct deployment procedure. The IFU specifically states inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. The IFU also emphasizes a minimum overlap of one full stent between the ipsilateral/contralateral iliac leg grafts and the main body graft. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to a pt anatomy. However, we will continue to monitor for similar events.